Manufacturer narrative:
Device was used for treatment, not diagnosis. Original surgery performed sometime in 1996. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that the screws were found to have backed out during removal of devices. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery sometime in 1996 for a spine fusion at c6-c7 disc levels using two (2) spine locking plates and a four (4) screw construct. Original surgery was performed due to the patient presenting with pain in his neck and down both arms. Patient reported that on (B)(6) 2016 surgeon removed both plates and the four screws due to the patient having ongoing pain in both arms and the left side of his neck. Surgeon informed the patient that the screws that were originally implanted had backed out and were stripped. Patient has been seen by his surgeon thru multiple office visits during the last 20 years due to pain issues. Surgeon has prescribed percocet for pain relief. Surgeon has taken multiple images thru the years. Images have never revealed any issues with his implanted devices. Surgeon removed the construct and did not implant any new devices. Patient does not have any pain issues at this time. Post-operative follow up office visit to surgeon is scheduled for (B)(6) 2016. At that time the patient will be requesting from his surgeon the four explanted screws. Patient is requesting additional information from us concerning the problems on the screws backing out and striping. This report is for 1 device. (4 unknown spine screws). Concomitant medical products: titanium cervical spine locking plate 33mm (item # 487.28. Lot # a4eg71225, quantity 1ea); unknown plate (item # unknown. Lot # unknown, quantity 1ea). This report is for 1 of 1 for (B)(4).